Event description:
Student tech inadvertently pressed the release button when he thought he was pressing the rotate button causing the detector to fall out and contact pt's foot, resulting in broken toe. This incident would appear to be caused by a human error, rather than a problem with the device, however, carestream health would like time to investigate this hazard situation against the product hazard risk assessment to ensure no add'l risk mitigation is required and will submit a final report by the end of (B)(6).

Manufacturer narrative:
System was evaluated on (B)(6) 2015 and determined to be operating as designed.